Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient's ipg had reached end of life. Surgical intervention may occur.

Manufacturer narrative:
Upon review, the issue should not have been submitted as a medical device report (MDR) as the device met expected longevity.